Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, there was a broken anvil on the device. There was no adverse patient consequence.